Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cpu to display cable was reconnected to resolve the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit shut down while ventilating a patient. There was no report of patient injury.

Manufacturer narrative:
Additional information was received that this was a display issue only. Ventilation was not affected. This was not a reportable malfunction.